Event description:
The implant date of the catheter was updated to on (B)(6) 2017. Additional information received indicated that the patient had a satisfying result the following weeks after pump implant but a few weeks after implant the patient started showing/developing baclofen withdrawal symptoms. Environmental/external/patient factors that may have led or contributed to the issue were unknown. On (B)(6) 2019, the entire catheter was completely explanted and replaced. It was noted the catheter would be returned. At the time of the replacement the pump was delivering baclofen [2000 mcg/ml] at a dose of 149.8 mcg/day. At the time of the report the issue was resolved and the patient status was ¿alive, no injury.¿ the patient's medical history included spasticity. Additional information was received. It was stated it was the pump segment that had been changed on (B)(6) 2018, not the spinal segment. The spinal segment was not explanted. Fluctuating pump efficacy led to the catheter change. It was reported the issue that led to the on (B)(6) 2018 revision did not resolve afterward, therefore, another revision was scheduled for on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 8780; lot#: 0212686928; implanted: on (B)(6) 2017; explanted: on (B)(6) 2018; product type: catheter; product ID: 8780; lot#: 0213097796; implanted: on (B)(6) 2018; explanted: on (B)(6) 2019; product type: catheter; product ID: 8781; lot#: 0214850797; implanted: on (B)(6) 2018; explanted: on (B)(6) 2018; product type: catheter; device evaluated by MFR: analysis of catheter 0214850797 identified damage to the transition tube of the catheter body and a compressed area of the catheter body. Fdm updated to 10, fdr updated to 180, and fdc updated to 4315 and 22 for catheter 0214850797. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0212686928 ,implanted: (B)(6) 2012 ,explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 119.9 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history contained hereditary spastic paralysis. It was reported the patient experienced episodes of increasing daily dose and baclofen concentration with no improvement in spasticity symptoms. The event date was reported to be (B)(6) 2018. Troubleshooting included checking the catheter in radiology; no issues with the catheter were identified. It was also reported the spinal segment was revised with an 8781 (lot number: 0214850797) on (B)(6) 2018. Another catheter revision was scheduled for (B)(6) 2018. Contributing factors to the event were unknown. The issue was not resolved. The patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: neu_ascenda_cath lot#: unknown, product type: catheter; product ID: neu_ ascenda_cath, lot#: unknown, serial# implanted: explanted: , product type: catheter; ; product ID: 8780, lot#: 0212686928, implanted: (B)(6) 2017, explanted: (B)(6) 2018 , product type: catheter; ; product ID: 8780 lot#: 0213097796, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter ; product ID: 8781 lot#: 0214850797, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. H3: analysis of catheter segment 8780 (0213097796) identified kink in the catheter body. Analysis of catheter segment 8780 (0212686928) identified no significant anomalies; testing was acceptable, but the catheter was returned in segments. H6: for catheter segment 8780 (0213097796), fdm updated to 10, fdr updated to 114, and fdc updated to 22. For catheter segment 8780 (0212686928), fdm updated to 10 and fdr updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a foreign consumer via a manufacturer representative. It was reported that the patient's catheters were replaced due to a "manufacturer's defect."

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. As of 2019-jan-29 the patient's dose was 230 mcg/day. A change in therapy effect was reported. The hcp reported the patient was reporting a cycling in therapy for the last 3 months. The patient reported feeling over treatment for 3 days, then under treatment for 3 days, and back to over treatment for 3 days, etc. This was clarified as not necessarily 3 days, but not just a few hours. It was reported they have had a problem with the pump and catheter system for a year. As previously reported, there were two trips to the operating room (or) to make sure there were no issues with the catheter. Opposed to the previous report of a defective catheter segment, it was reported nothing was found. It was reported in the or on 2018-dec-21, there was free flow of cerebrospinal fluid (csf) and no obvious kinks. A dye study was also performed. The catheter was reported to have been repositioned. Pump logs were checked and they were normal. The patient had not heard any alarms over the past month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Only the pump segment had been revised. An image of the defective catheter segment taken during the procedure was provided. The image seemed to indicate damage to the catheter near the sutureless connector. The patient's pump was implanted on (B)(6) 2017. It was reported a bolus of 50 mcg has administered but had no efficacy. The event had resolved. The catheter would be returned for analysis.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.